Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had issues being interrogated. The device eventually was able to be interrogated. It was revealed that the device had code 1007, indicating that the capacitor charge time exceeded the limit. Technical services (ts) emphasized the patient was unprotected until the issue was evaluated further. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to field d6b: explant date.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had issues being interrogated. The device eventually was able to be interrogated. It was revealed that the device had code 1007, indicating that the capacitor charge time exceeded the limit. Technical services (ts) emphasized the patient was unprotected until the issue was evaluated further. Subsequently, the device was explanted and replaced. The device remains in use. No additional adverse patient effects were reported.